Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (B)(6) has a loose power module was confirmed during the functional testing. The root cause of the reported complaint was a malfunctioning left rear bracket, likely attributed to wear and tear. The thermogard system was manufactured in 2011. Upon visual inspection, no physical damage was noted. The event log review showed no irregularities. The thermogard system failed functional testing due to a malfunctioning left rear bracket, which was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with (B)(4).

Event description:
During the device check, the customer noticed a loose power module on the thermogard xp ivtm system (B)(6). No patient involvement.